Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that recharger screen was frozen and the desktop charger connector pin was damaged. The patient indicated this happened after they pressed the green start charge button and when they plugged it in, the recharger did not start charging. The patient reset the recharger but issue was still not resolved. The patient had a return of pain. Both hips, right leg, and top of right foot had pain. A new ins recharger and desktop charger were sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.